Event description:
It was reported that 6 days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. The pt presented to the cath lab with a non-st elevation mi of the anterior wall. The lesion being treated was 90-99% stenotic and in the left anterior descending artery (lad). The lesion was pre-dilated with a 2.0 x 20 mm sequent balloon at 10 atms for 32 seconds. After pre-dilation the dr successfully deployed a taxus express2 2.50 x 24 mm drug eluting stent at 10 atms for 29 and 18 seconds. However, a dissection was noted in the proximal lad where the predilation was performed. The dissection was then further dilated with the stent delivery balloon at 10 atms for 20 seconds without success. The dr then started an aggregate infusion and implanted a 2.5 x 20 mm lekton motion stent at 12 and 14 atms for 19 and 25 seconds to successfully complete the procedure. Timi 3 flow was noted and no further pt injuries or complications were reported. Six days later the pt was readmitted to the hosp. The pt was brought to the cath lab and was determined to have a thrombosis proximally in the taxus stent. The dr treated the thrombosis and no further pt injuries or complications were reported. Pt status is reported as "satisfactory/good". It is noted multiple attempts in one month to get additional info was without success.